Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). Health effect clinical code - nodule.

Event description:
Dexcom was made aware on 04/04/2024, that on 03/14/2024, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2024. On 03/14/2024, it was reported that the patient experienced a skin reaction with an infection which occurred five days after the sensor had been inserted in the arm. The patient developed a lump and an infection at the needle puncture site. The patient consulted a physician who prescribed an oral antibiotic medication (sulfameth/trimethoprim 800 mg tablets). The patient was in good condition at the time of report. No additional event or patient information is available.